Event description:
The product has been returned and analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no insulation damage. However, calcium deposits were noted on the insulation. Laboratory analysis did not identify any lead characteristics that would confirm the reported insulation damage.

Event description:
It was reported that during a system change out, this right atrial (ra) lead was found to have insulation damage. The lead was successfully removed and replaced. No adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.